Event description:
It was reported by service report that the base falls when unloading it from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the base falls when unloading it from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After completion of the investigation,a likely cause for the base falling when the unit was being unloaded from the ambulance was due to the emt engaging the manual release while unloading the cot, allowing the base to fall unexpectedly.